Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's entire system was explanted, which resolved the reported issue.

Event description:
It was reported the patient experienced ineffective stimulation. It was also reported the patient denied reprogramming. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.